Event description:
Mapping catheter not connecting with piu. Could not detect catheter connection. Technician changed out the handle. Then handed over new catheter which corrected the problem. No harm came to the patient.